Event description:
I was giving a CPAP machine for a medical reason for my sleep apnea but this machine made me sick, it made my anxiety worst. It made me feel like I couldn't breath and it also gave me a real bad throat infection for over a month and could not sleep well. There are many reports about sleep apnea machines that do not work and many people can't use them. Its more of a money thing for the company than helping the condition. I went to the hospital to get treatment for the throat infection, it was very painful. (B)(6).